Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2025, at approximately 12:00 am, the patient¿s cgm displayed a glucose level of 88 mg/dl. In response, the patient self-treated by consuming food. At an unspecified time afterward, the cgm readings began to decline, first to 54 mg/dl, then to 47 mg/dl. The patient reported feeling tired and thirsty and began to question the accuracy of the cgm readings. Without access to a blood glucose (bg) meter for confirmation, the patient proceeded to the emergency room (ER). Upon arrival at the ER, a bg meter reading showed a glucose level of 600 mg/dl. No corresponding cgm value was recorded at that time. The patient was treated with insulin injections, resulting in a gradual decrease in bg meter readings as follows: 600 mg/dl to 579 mg/dl then 438 mg/dl and 381 mg/dl after. The patient was discharged on (B)(6) 2025, around 9:00 am, after more than 24 hours of observation and treatment. The final bg meter reading prior to discharge was 379 mg/dl. At the time of reporting, the patient was described as being stable and feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.